Manufacturer narrative:
The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. This is the third report for this issue for this finished good lot. The order was built and released per specification. The customer returned one (1) 20ga infusion cannula in a pouch along with a reply card labeled 23ga was visually inspected. The product received by the customer should have included a 23ga infusion cannula. Our quality engineering group has performed an investigation into this issue and determined the root cause is operator error; specifically, a material handler picked up the incorrect router when performing a hot pick. The electronic transactions were performed correctly, but because the operator had the incorrect router, the wrong material was placed on the line. A formal risk assessment was completed. Investigation and corrective action details are documented. All corrective actions have been implemented, including proceduralized requirements that all paperwork (routers, etc.) Remain with the order until the order is complete, and paperwork must be cleared from the line prior to initiating the next order. Further, the procedure has been revised to include a requirement that hot picks are verified against the router by a person other than the material handler prior to being issued to the assembly line. (B)(4).

Event description:
Adverse event: "no pt impact" (no consequences or impact to pt). Product problem: "incorrect item" (incorrect device or component shipped). The customer reported they received a 23 gauge cassette pack that came with a 20 gauge cannula inside. No pt impact was reported. Additional follow-up info has been requested.